Event description:
The device was applied during an unspecified procedure. Pneumoperitoneum leaked from from the device. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred. Expiration date: 11/30/2000.